Manufacturer narrative:
Results: bed exit module.

Event description:
It was reported by service report that the nurse call station keeps going off when the communication cord is plugged into the head wall and bed exit was not functioning correctly. No patient involvement or adverse consequences are reported.